Event description:
14 lots of vitagel were delivered late due to a snowstorm. If the product did freeze while delayed, the efficacy of the product is unknown, therefore, new product was shipped and product that was delayed in delivery was recovered and returned to (B)(4).

Manufacturer narrative:
Device is being scrapped.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; labeling review; additional document review. Results:the reported device is a vitagel rt3 2.0ml. The reported event of vitagel delivered late due to a snowstorm and if the product did freeze while delayed, the efficacy of the product is unknown and was confirmed to have been used in a patient per email correspondence. The reported event noted no surgical delay and further email correspondence noted there were no issues with the product used; therefore, the actual severity is s0. This is in-line with the referenced risk documentation. No action will be taken at this time. Device history review indicated all devices accepted into final stock met specifications. Device evaluation could not be performed as no items were returned. Based on the IFU, the storage parameters for vitagel rt3 are at 2-8 ¿ c. And it indicates to "do not freeze" and "if packaging [...] Damaged", the product should not be used. Therefore; the investigation concluded that any indication to the customer that the vitagel may have frozen or that the package may be damaged should be an indication to the customer to not use in a patient. Conclusion: the investigation concluded that any indication to the customer that the vitagel may have frozen or that the package may be damaged should be an indication to the customer to not use in a patient.

Event description:
Fourteen (14) lots of vitagel were delivered late due to a snowstorm. If the product did freeze while delayed, the efficacy of the product is unknown, therefore new product was shipped and product that was delayed in delivery was recovered and returned to (B)(4).